Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch down and up cable broken at the distal clevis hub. The broken cable segments that contain the crimps were still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the fenestrated bipolar forceps instrument broke. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing fell into the patient.